Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23mar2020.

Event description:
It was reported that the unit had a touchscreen failure. The customer calibrated the touchscreen; however, the issue persisted. There was no patient involvement.

Manufacturer narrative:
G4: 22apr2020. B4: 01may2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that the touchscreen was shattered. The fse also noted that the unit had missing feet and a damaged cover. The fse replaced the touchscreen, front bezel, end cap, top cover and feet and the issues was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28sep2020. B4: 12oct2020. The touchscreen was received by the failure investigation laboratory. The touchscreen was cracked and had shattered glass. Due to the condition of the component no additional testing is required and the touchscreen was scrapped per the normal procedures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.